Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebz0500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent the groshong nxt PICC catheter insertion on february 27. On march 25, the patient stated that she/he gently dragged the catheter by accident while turning over. The catheter fractured in vitro and could not be used any more. However, the catheter was discarded without any data, such as photos, left.